Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section b1 (adverse event/product problem) was incorrectly documented in the previous report [emdr-671953]. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device compared to an unknown result obtained from a healthcare professional (hcp) device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms of dry mouth and had contact with a healthcare professional (hcp) who gave them intravenous insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 64 mg/dl was compared to a healthcare professional device result of 500 mg/dl and when the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device compared to an unknown result obtained from a healthcare professional (hcp) device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms of dry mouth and had contact with a healthcare professional (hcp) who gave them intravenous insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 64 mg/dl was compared to a healthcare professional device result of 500 mg/dl and when the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device compared to an unknown result obtained from a healthcare professional (hcp) device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms of dry mouth and had contact with a healthcare professional (hcp) who gave them intravenous insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 64 mg/dl was compared to a healthcare professional device result of 500 mg/dl and when the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device compared to an unknown result obtained from a healthcare professional (hcp) device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms of dry mouth and had contact with a healthcare professional (hcp) who gave them intravenous insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 64 mg/dl was compared to a healthcare professional device result of 500 mg/dl and when the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.